Event description:
Information received from the (B)(4) database. Treatment of three unruptured right ica (internal carotid artery) aneurysms including a large 11mm x 6mm aneurysm in the cavernous segment, a small 8mm aneurysm in the ophthalmic segment, and a smaller 4mm supraclinoid aneurysm. It was reported that the patient presented with migraine headaches that progressively worsened, resulting in occasional loss of balance, dizziness, blurred vision, and pain in her legs that kept her up at night underwent ped (pipeline embolization device) treatment on (B)(6) 2013 involving one pipeline (3.50mm x 20mm). The entire neck of the aneurysm was covered by the ped. No side branches originating from the aneurysm was covered. Post procedure, the patient developed left sided hemiparesis for which she has undergone a neurological workup with findings of a stroke. Findings also confirm hemorrhage in the posterior right sylvian fissure punctate diffusion signal changes in the frontal parietal white matter suggesting watershed ischemia. There is no evidence of hemorrhage in the area of the aneurysm. It was reported that the patient was discharged on (B)(6) 2013 and was to continue on aspirin and plavix.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).